Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) and lot number are unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. Part not returned

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the screwdriver was defective. There was no patient present when this issue was identified.

Manufacturer narrative:
Fdam and fdar codes provided. If information is provided in the future, a supplemental report will be issued.